Event description:
It was reported that this patient with a 25mm 3000 pericardial aortic valve was placed under consideration for a valve-in-valve procedure after an implant duration nine (9) years, one (1) month due to unknown reasons.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 25mm 3000 pericardial aortic valve was placed under consideration for a valve-in-valve procedure after an implant duration nine (9) years, one (1) month due to unknown reasons. The patient has been scheduled for a high-risk angioplasty and was noted that the valve intervention would be scheduled afterwards. The patient was ultimately placed on hold as the angioplasty could not be performed due to a fistula infection. The tavr procedure was performed after an implant duration of nine (9) years, four (4) months resulting in the implant of a 26mm 9750tfx transcatheter valve. The case concluded with great outcome and the catheter gradient was noted to be 0mmhg after the procedure.

Event description:
It was reported that this patient with a 25mm 3000 pericardial aortic valve was placed under consideration for a valve-in-valve procedure after an implant duration nine (9) years, one (1) month due to unknown reasons. The patient has been scheduled for a high-risk angioplasty and was noted that the valve intervention would be scheduled afterwards. The patient was ultimately placed on hold as the angioplasty could not be performed due to a fistula infection.

Event description:
It was reported that this patient with a 25mm 3000 pericardial aortic valve was placed under consideration for a valve-in-valve procedure after an implant duration nine (9) years, one (1) month due to aortic insufficiency and stenosis. The patient has been scheduled for a high-risk angioplasty and was noted that the valve intervention would be scheduled afterwards. The patient was ultimately placed on hold as the angioplasty could not be performed due to a fistula infection. The tavr procedure was performed after an implant duration of nine (9) years, four (4) months resulting in the implant of a 26mm 9750tfx transcatheter valve. The case concluded with great outcome and the catheter gradient was noted to be 0mmhg after the procedure.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. The root cause of this event cannot be conclusively determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying pathologies.